Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient's mother reported that her 08-year-old son experienced high blood glucose level due to a bent cannula, which they tried to treat with a multiple daily injection. Consequently, on (B)(6) 2022, he went to the emergency room with blood glucose level of 566 mg/dl and high ketones. However, his health care professional assessed the ketone level as not dangerous and life threatening. The infusion set had been used for 9 hours. During hospitalization, he was administered fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. Moreover, on the same day (B)(6) 2022), he was released from the hospital and had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.